Manufacturer narrative:
Lot review: lot# 334346 showed (B)(4) units were manufactured, tested, inspected and released in december 2016, citing no exception documents. Visual inspection: received one sn1205a attached to a 250 ml plastic bottle with about 100 ml's of a liquid that I can't identify due to the writing being in another language. The other end of the sn1205a is also attached to a tubing set. Functional/ dimensional testing: one used sn1205a was returned with an unidentified spike from an unidentified pump set fully inserted into the spike adapter. The entire system was pressure leak tested. The sn1205a assembly and connection to the unidentified spike met pressure leak expectations outlined in the product performance specification. The spike adapter tubing was dimensionally accurate to specification. Final analysis summary: the sn1205a met pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received regarding a system leak after 24 hours of infusion. No adverse patient consequences reported.